Manufacturer narrative:
Occupation - senior manager of operations. The device was returned to olympus for evaluation. The evaluation did not confirm the user report. The unit was burned-in for more than 8 hours and no abnormality was found with the image. The unit passed all functional and leak tests. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported an olympus hd camera head did not have an image during preparation for a cytoscopy. The procedure was completed with a new camera after a five minute delay. The patient was under anesthesia at this time. The customer reported there was no patient harm due to the delay in procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and the inability to reproduce the malfunction, it is likely that dust and dirt were temporarily attached to the electrical contacts of the connector, causing communication problems and temporarily not displaying the image. Olympus will continue to monitor the field performance of this device.